Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp found that the display was flickering constantly. To resolve the issue, the stm replaced the display per manufacturer specifications. The iabp passed all functional and safety tests per factory specifications, and was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) screen was flickering and dim. It is unknown under what circumstances this event occurred, however , there was no patient involvement and no adverse event was reported.